Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 10/04/2018, information was received from a patient receiving baclofen (1,200 mcg/ml, 300 mcg/day) via an implantable pump for intractable spasticity, multiple sclerosis, and stroke. The patient had their pump repositioned on (B)(6) 2018 because it was sitting on their descending colon. The pump was repositioned from the left side to the patient's right side. The hcp put the patient's pump in the patient's front side, but not on the side, more on the front and the patient reported the pump poked out, hurt and was painful. The patient reported they told the hcp this, but was told by them that if they had to go in and fix the it, it would be more of a cosmetic surgery. The patient indicated that they were taken aback by this. The patient then reported that the abdominal binder was wearing out and quit working. The patient stated they bent over one day and the pump "fell out of the pocket". The pump was reported to have moved and was very uncomfortable. The patient noted that their skin and belly button underneath the binder hurt when touched. The patient indicated they wanted the pump removed and had to wear a binder all the time. It was noted that a lower dose seemed to be better for the patient. The patient indicated they were working with their hcp and may get a second opinion. Conflicting information reported that the event date of the issue was "6 weeks after (B)(6) 2018".